Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications: atorvastatin, diltiazem ER, lamotrigine, metoprolol tartrate, and nicotine patch. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size and disease state (including calcification) is required to ensure successful sheath introduction. If the vessel size is smaller than the introducer sheath outer diameter (8.3 mm for a 22 fr sheath), then vessel damage may result. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was being prepared to have an implant procedure using a conformable gore® tag® thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported that the physician was gaining access through the right external iliac artery using a dsl2228/14567709 22fr sheath after several attempts at dilating the artery. The patient¿s blood pressure dropped and the patient became destabilized. The patient¿s right external iliac artery had dissected/ruptured. The physician implanted several atrium¿s icast¿ balloon expandable covered stents to repair the artery. It is unknown how much blood loss and if there was blood products given. The patient was stabilized and the physician chose to wait on treating the thoracic aortic aneurysm. The patient expired on (B)(6) 2016, due to complications from the ruptured artery.